Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3998, lot# v003739, implanted: (B)(6) 2006, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The manufacturer's representative (rep) reported there were high impedances intra-operatively. When the paddle lead and extensions were checked, the impedances were fine. However, when they checked impedances with the implantable neurostimulator (ins) they were greater than 40000 ohms. The rep repositioned the lead, wiped it down, and reinserted it to no avail. There were no symptoms related to the high impedance. It was determined that two contacts were greater than 40000 ohms, and the 0 contact was the issue when testing. When testing from 1, 2, and the other contacts, the impedances were normal. The doctor decided to not revise the lead as they could get good coverage with using the other available contacts. The patient was receiving effective therapy and was very happy. Relevant medical history included spinal pain.